Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the reducer seal or gasket fell off into the patient. An instrument was entered into the trocar and forced the reducer seal into the abdominal cavity of the patient. No injuries occurred. Patient is recovering normally. This difficulty did not result in any tissue damage or patient injury. The device component was removed from the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. The seal for the converter was disengaged and received. The circular and envelope seals were intact. The 5mm reducer seal was disengaged. The trocar passed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due the disengaged seal. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition was due to a component error. The material from the supplier was found to be defective. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The root cause of the observed condition was determined to be a result of a quality issue with a component obtained from a third party supplier and a product/process enhancement/improvement has been initiated to track this failure mode and/ complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.